Event description:
It was reported that (1) device was used during a video cholecystectomy procedure. It was reported by the affiliate that the er320 handle is obstructed, making the device nonfunctional. Another device was used to complete the case. There was no consequence to the pt.